Event description:
The customer reported the au680 clinical chemistry analyzer generated erroneous erratic patient results for ion selective electrode (ise) which includes na (sodium), k (potassium) and cl (chloride). There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographic.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluated the au680 clinical chemistry analyzer and observed bubbles in syringe. The fse determined the failure mode as defective ise(ion selective electrode) buffer valve. The fse replaced the ise valve which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter name, telephone and email information was not provided. Beckman coulter internal identifier is (B)(4).